Event description:
Report of alleged "nurse stated apnea alarm did not activate at prescribed setting. Pt turned blue, CPR was started and pt was transported to hosp. Pt released from hosp and doing fine at home. Mother stated alarms worked".